Event description:
It was reported that the patient called to report having a device check and was informed that the patient will need to have a lead revision. The patient was in clinic and the right ventricular (rv) lead was found to have high threshold and decreased sensing. A chest x-ray shows possible lead dislodgement. The lead was revised and there was evidence of twisting of the lead in the pocket. The lead helix was attempted to be retracted but was not successful, the lead had completely dislodged and was removed intact from the patient. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.